Event description:
On 30 june 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. The procedure was completed, and the patient was released without a catheter after a successful void trial. However, it was noted that two devices did not properly deploy an implant. Investigation of one of the returned devices on 4 august 2022 identified that less than 1mm of the needle tip was missing and unaccounted for. The physician was informed but did not provide details regarding patient follow-up. No patient adverse events were reported.